Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the dislodged cannula or determine if it contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level (bg) rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen) while laying in bed, causing the cannula to dislodge. As treatment, a new pod was placed.